Event description:
One week after treatment with cosmoplast the pt reported itchy, red bumps at the treatment sites. Follow up findings; physician diagnosed hypersensitivity and prescribed oral prednisone and allegra.